Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a follow-up report may be submitted.

Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences were reported.